Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd eclipse¿ needle there was an issue with needle giving resistance to being mounted on syringe causing deviations and not staying straight.

Event description:
It was reported with the use of the bd eclipse¿ needle there was an issue with needle giving resistance to being mounted on syringe causing deviations and not staying straight.

Manufacturer narrative:
Investigation summary: DHR: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2107 (october 05-17th, 2018) during which 46 visual inspections were carried out with zero defects noted. Needles were assembled in machine 4261-4249 and come from two assembled batches: #8281805: (october 16-17th, 2018) during which 60 visual inspections were performed with zero defects noted. #8274617: (october 03-05th, 2018) during which 110 visual inspections were performed with zero defects noted. Research has not found no issues or abnormalities during manufacturing of injected hub batches #8149800, #8271597 and #8268739 (mold machine 3590 ¿ from may to october 2018). Bd has been provided with one opened sample of lot 1810003. Needle looks like was not used. Examination show a no activated snap clip (which is necessary to assure a correct assembly). Returned sample was assembled into a bd luer lock syringe (plastipak) following instructions and no issues were observed or experienced: snap clip was activated correctly. Conclusion(s): based on above results and available information, no issues has been detected in returned sample and taking into account DHR, we could not identified any possible root cause related to needle manufacturing process.